Manufacturer narrative:
The surgeon reported that the instrument was blindly placed into the patient's abdomen resulting in a bowel injury. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported event. The da vinci xi system user manual contains the following statements regarding instrument installation: warning: insert and exchange instruments under vision to prevent tissue injury. Warning: make sure the surgeon console operator is ready to resume control of the instrument before inserting an instrument into the sterile field to prevent tissue injury. The da vinci x/xi instruments and accessories user manual contains the following statements regarding instrument installation: use caution and view the instrument tip with the endoscope when manually inserting an instrument into the patient. Warning: do not manipulate instruments that are outside the surgeon's field of view, to prevent patient tissue damage.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument was blindly placed into the patient's abdomen and injured the bowel. The surgeon reported that the injury from the mcs resulted in a small bowel laceration that required stapling to close it. The surgeon was able to repair the injury robotically. No additional tissue resection was required, and no additional bleeding occurred due to the injury. No additional testing was required. The patient is recovering well and did not experience any post-operative complications.